Manufacturer narrative:
Device evaluation: product evaluation found the lens returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -5.5/+2.0/087 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.